Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited inadequate water filter handling. The internal filter was several months overdue for replacement and was found in poor condition (algae). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was established for inadequate water filter handling. It is likely the following led to the malfunction: the internal filter was several months overdue for replacement and was found in poor condition. A date sticker indicated the last replacement was in (B)(6) 2024. The event can be prevented by following the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.